Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. Their trial start date was (B)(6) 2023. It was reported that they did not feel well/felt sick and felt itchy. The issue was ongoing. On (B)(6) 2023, they reported that the device was not working correctly. Patient did have a serial number communication error. Additional information was received from a healthcare professional (hcp) on 2024-feb-05. When for clarification on the device not working they stated that the patient did not respond to the therapeutic trial. Theythought they had cut the wire during device manipulation. When asked what the cause was they stated that they believed the lead was cut by the patient or husband. When asked what steps were taken to resolve the issue they stated that there was not an implant problem. The pne did not help. The lead was disrupted by the patient and no further action would be taken. They stated that they could offer them a 1st stage option or a trial with axonics. When asked about the cause of the communication error they stated that there was no error. The patient had damaged the lead during the trial. No further actions would be taken to resolve this issue.